Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis indicated that no data collected prior to implant detection completed on 2013-(B)(6).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 5076 x2 implantable pacing lead implanted: 2001 (B)(6). (B)(4).

Event description:
It was reported that during a follow up appointment, there had been no data collected on the device. Further analysis indicated that the implant detect had not completed during the implant of the device. The implant detect was complete, data was being collected, and the device remains in use. It was also noted that the atrial lead had undefined impedance and high thresholds. The output was adjusted and thresholds were normalized. The atrial lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
No eval explain code. If information is provided in the future, a supplemental report will be issued.